Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited noise that was oversensed by the device. As a result, the physician decided to reposition the lead. During the repositioning procedure, the physician discovered an insulation damage in the lead, and the helix of the lead could not retract. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.